Event description:
Determined to be reportable based on analysis approved in 2007. It was reported that in preparation for a percutaneous coronary intervention procedure, the balloon was removed from the packaging partially inflated. The balloon was reported as never having used with no risk to the pt. Analysis found stent damage. No add'l clinical info is available regarding the stent damage.

Manufacturer narrative:
Product analysis could not verify the partially inflated balloon as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. The catheter also exhibited dried contrast media in the inflation lumen indicating that the catheter had been prepped. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. There is no mention of the stent damage in the complaint description. The manufacturing records for this device have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been issued to address the stent damage issue. The most probable root cause of the stent damage is handling damage.